Event description:
According to the patient's mother, this child had a head trauma while fighting her brother on 4/14/2006. Since the incident she has not respond to sound or been able to connect to the implant. Using the appropriate diagnostic equipmen. It was determined that the device was not functioning according to manufacturer's specifications. Explantion and reimplantation surgery plans have not been reported to codhlear.